Event description:
It was reported that the asymptomatic patient presented for routine generator change. During procedure, fluoroscopy was performed and revealed the right ventricular exhibited externalized conductors. No electrical anomalies were noted and the physician elected to keep the lead in service. The procedure was completed normally. The patient was in stable condition during and post operation.